Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels reaching 340 mg/dl. Contact stated that the pump settings need to be adjusted. Customer delivered a bolus to bring bg levels back to target range. Recommendation was made to discuss diabetes management with customer's health care professional.